Event description:
The patient used the suspect device to check their blood glucose. Pt obtained a result of 373mg/dl and then took 6 extra units of insulin based upon the result. One hour later pt retest and the result was 273mg/dl. Pt was experiencing low blood glucose symptoms and called the paramedics. Emt's arrived and they used their own meter to check pt's blood glucose and they obtained a reading of 20mg/dl. Pt was then given a glucose IV and taken to the hospital.